Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in tubing/chamber related to a bipap device's sound abatement foam. There was no report of patient harm or injury. After the third attempt to have the device and components evaluated, the device has returned for evaluation, but it has not yet been evaluated. The manufacturer is submitting an updated report at this time. After completion of evaluation, a follow-up report will be filed. Section d8, d9, h6 updated in this report.